Event description:
It was reported that during a routine x-ray, the physician noted this electrode had dislodged. Subsequently, it was decided to explant and replace this lead. The lead is not expected to be returned for analysis as it was disposed. No additional adverse patient effects were reported.